Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported syringes have a residue. To aid in the investigation, three samples of 10ml luer lok syringes from material 302995, lot 4129258 were received for evaluation by our quality team. Two samples were received in fully sealed packages and one sample was received in a partially opened package. A meticulous investigation was performed. No excessive silicone or any other foreign matter was observed. The samples returned were acceptable per product specifications. A device history record review was completed for provided material number 302995, lot 4129258. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Further action has not been determined necessary at this time. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the reported defect was not confirmed.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995, batch# 4129258. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: we got an overnight order for the sterile version of the same syringes (ref: 302995 lot: 4129258) and they also have the residue. This leads me to believe that this is expected from manufacturing. That said, we would still like to get to the bottom of this since it is coming in direct contact with sample extract. We can provide samples for both.